Event description:
It was reported the switch began to emit sparks.

Manufacturer narrative:
Examination of the internal components of the switch revealed a resistor on the circuit board had shorted out, but we were unable to determine the cause. We attributed this report to an unusual product malfunction.